Manufacturer narrative:
The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device's display is blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be visible to the device user. This issue has the potential to delay or prevent defibrillation from being delivered. There was no report of patient use associated with the reported event